Event description:
I have never had any correspondence from mentor about problems or faulty implants or any implant study; neither have any of my friends who had implants due to cancer. In 1990 I had a left breast reconstructed after a mastectomy in 1989. I had only one trouble-free year with the mentor becker prosthesis. I complained often to my ps doctor that I thought it was causing severe itching, changing shape and making lumpy spots on my torso. In 2002, I had xrays showing all the saline had leaked out and the silicone was leaking into the broken saline bag. The ps agreed to take it out, but wanted to replace it with a different kind, a mentor saline product. I was supposed to have a quick surgery and go home that day; instead, the surgery took four hours, I spent several painful days in the hospital and a week at home off work. I was told that the silicone implant had broken in my chest wall and it had to be cleaned and washed out. In 2008, my health started a fast deterioration. During the next few years my gp doctor began to run various tests on me and saw a pattern. I was having immune system problems, and many tests that had been ok began to be off normal. He knew that I had that new breast implant after the first one ruptured. When the ana lupus test was positive and several related tests were bad, he told me he thought I should see a rheumatologist. Both doctors told me to have the implant removed. I went to see my plastic surgeon only to find out he was moving to another state and semi-retiring. He also said after my surgery he no longer worked with silicone implants. He introduced me to a new plastic surgeon who taught at the medical school. I made an appointment with her to see if she would remove my implant and told her about my medical problems. She said there was no hard evidence that breast implants caused them and convinced me I should think about how my body would look without the implant. I went home and tried to deal with my health problems, and saw my rheumatologist. My tests were getting worse, I barely walked with a cane, my eyes and gums were infected, my joints were inflamed, my hair was falling out and my skin was puffy. He told me I needed to get the implant taken out soon because even a little bit of silicone like the cover of the implant would worsen the autoimmune response of my body. I went back to the new plastic surgeon, but this time I showed her I showed her my official hospital surgery reports. After she saw them, she looked up some more about it and found that my first implant was so badly ruptured that the surgeons couldn't get all of it and even the back portion of the first implant was still stuck to my chest wall over my heart. She explained how difficult it would be to get that out, but she completely changed her mind about the impact of the rupture and silicone on my health. She prescribed a breast surgeon and an MRI, which showed silicone migrated all over my mid, left, and side torso and the whole back of the implant was stuck to my ribs, and the saline capsule had ruptured. My immune system had built a scar tissue wall around it trying to get rid of it all. Long story short: I had a six hour surgery (B)(6) 2012 with two surgeons and two resident ps's, for an explantation and mastectomy of my right breast. They cleaned off all the silicone they could find including the back piece of the implant over my heart. My ps was smiling when she came in to tell me the good news. I don't think she will ever tell another woman that there is no connection between the silicone implant and health concerns. My health started improving immediately but not the osteoporosis in my hips nor my joints. I've had both hips replaced and still had ana positive tests. I'm told I had the silicone in my system too long. I lost more than ten years of a once healthy life to silicone poisoning. Ps: I was never compensated in any way for the broken implants and was not aware of any class action suits.